Event description:
It was reported that, "the constrained acetabular insert dissociated from the secur-fit ad option shell again in 2009. Therefore, the surgeon performed revision surgery two days later." This event is continued from MFR report # 2249697-2009-00800.

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.